Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report receiving cartridge chemistry reaction wheel errors and leak. In addition, the customer reported inconsistent qc results; however the results were not provided. No injury or exposure was reported.

Manufacturer narrative:
Cts instructed the customer to check/test the wash tower and customer found wash tower probe #2 had lint-free paper lodged in the probe. The customer removed the tissue paper. Customer removed the reaction wheel retainer ring and found the whole top of the reaction wheel was wet. Customer cleaned fluid and ran cuvette wash. The instrument generated cuvettes failed water blank errors on all cuvettes. On (B)(4) 2011, a bec field service engineer (fse) found all cuvettes failed water blank on instrument. Fse checked photometer and found numbers for lamp flash fluctuating from 170 ma to 659 ma. The customer resolved the issue by cleaning the cuvettes. All test passed checks and qc was within range.